Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/08/2025, that on the same day, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with infection which occurred on an unspecified day after the sensor had been inserted into the abdomen. The patient went to the emergency room (ER) for evaluation. The patient was also wearing an omnipod insulin pump. At the ER, the patient reported that the infection was ¿drained¿. The patient also mentioned she was unsure if the skin reaction was due to the dexcom sensor site or the omnipod insulin pump site. The patient was in "normal" condition at the time of report. No additional event or patient information is available.